Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was not returned to zoll medical corporation. However, the log file from the device that was being used at the time of the failures was provided for review. The customer's report was observed during review of the device data logs. The operator's guide requires that the device be serviced to clear the error. It is recommended that the device be returned to zoll for service. Analysis of reports of this type has not identified an increase in trend.